Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Wheel on the left side will slip, then catch again and then slip again.